Event description:
Info received indicated the left siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that there was some dried fluid built up on the siderail latch components keeping the siderail from latching. He cleaned the siderail latching components to repair the bed.